Event description:
Subsequent information to the initial medwatch report, reportedly, the suture loop was stuck in the suture bearing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. A 6fr sheath was used. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the suture knot was properly formed and the suture was successfully retrieved via retracting the plunger. Because the suture loop failed to release from the suture bearing of the device, as the device was removed from the patient anatomy, the whole suture containing the knot was removed along with the device. During testing, the suture bearing was inspected and there were no obstructive materials observed which could have prevented the suture loop from being released from the suture bearing. Every suture is appropriately inspected and tested for proper assembly and loading into the device during manufacturing. Deploying the foot and needles outside the artery would result in the suture not being able to penetrate through the arterial wall which would have caused the suture loop not being able to release from the suture bearing as intended. Based on the manufacturing inspection criteria and device analysis, the probable cause for the failure to release the suture loop from the suture bearing is related to the operational context during use of the device. It was detected that after retracting the plunger to retrieve the suture, instead of cutting the suture distal to the link, the link was cut. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.